Event description:
This spontaneous report was received on (B)(4) 2011, from a (B)(6) female consumer reporting on self from the united states. The medical history and the concomitant medications were not reported. On an unspecified date, about few weeks ago, the consumer started using o.b. Combination packs, vaginally for menstruation (lot number, expiration date and frequency unspecified). After an unspecified duration, while taking them out there used to be loose wispy fluff of cotton on the end and thought it might be left inside her. She also stated that the tampon was difficult to insert, uncomfortable to wear and not absorbent. The action taken with the device and outcome of the events were unknown. The report was assessed as non serious event and the company causality was assessed as possible. Samples were not returned for evaluation. A lot number was not provided; therefore, the device history record review, lot trending and visual inspection of the retain sample could not be performed. Due to the unavailability of the sample it is not possible to evaluate the particular alleged defect. A review of the data associated with this complaint category revealed no adverse trends. Complaint trends will continue to be monitored. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The sponsor has self-identified changes required to its standard operating procedures for MDR reporting and these events are being reported in accordance with the new sop. This closes out this report unless other additional significant information is received.